Event description:
A customer reported receiving an f-38 alarm on a flo-gard infusion pump. The process step during which this occurred is unknown; however, there was reportedly no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection, functional testing, and an alarm log review. The f-38 alarm was found during the alarm log review and functional testing. The cause was determined be inoperative force sensing resistors (fsrs). To correct the condition, the fsrs were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.